Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Before inserting the endurant bifurcated device, the physician used the 14 fr sentrant sheath to "serial dilate" the patients vessel. The physician was unable to advance the 14 fr sheath to a desired location, due to calcified small vessel and it was removed from the patient. Another manufacturer¿s sheath 22 fr was inserted in the patient and the endurant was advanced to the intended landing zone; however, the 22fr sheath could not be pulled back to enable deployment of the stent graft. The 22 fr sheath was pulled back and endurant delivery system was able to be removed and the 22fr sheath was also removed. The endurant was inserted in the patient without a sheath, and was successfully implanted at the intended landing zone. Upon removal of the endurant stent graft delivery system the iliac artery was perforated. A 16 fr sentrant sheath was inserted in the patient to cover the perforated artery. An endurant 16x10x156 was advanced through the 16fr sentrant sheath and was implanted successfully covering the perforated artery. Per the physi cian the cause of the perforation was anatomy related, small in diameter and severely calcified iliac arteries. No additional clinical sequelae were reported and the patient is fine.